Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified missing shell, fold creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken is found with the following conditions: crease smooth edge on anterior assessed as fold flaw opening , sharp edge on the anterior due to an unidentified (tear) opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: crease smooth edge on anterior assessed as fold flaw opening , sharp edge on the anterior due to an unidentified (tear) opening. Missing shell assessed as inconclusive. The event of "seroma-late," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, exchange from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Patient reported "serosanguineous fluid " and "rupture". Device has been explanted.